Event description:
Reportable based on analysis approved on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, shaft damage occurred. The target lesion was located in an unspecified vessel. A 2.50x38mm promus element plus drug-eluting stent was selected and advanced to the lesion and was noted to have damage on its delivery system. Additional information was unable to confirm when the issue was noted and if the device had been inside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device found that the crimped stent was severely damaged. The 15 most distal strut rows were stretched distally to a total stent length of 43 mm. There was no damage at the proximal side of the stent. This proximal side was fully crimped onto the balloon. No other damage was noted along the entire length of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is unable to be determined. (B)(4).